Event description:
It was reported to philips that the device had an ECG module error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided. No further investigation for this event is possible at this time.